Event description:
It was reported that a hydrogel spacer was misplaced within the patient's prostate. The attending physician opted to monitor the situation to determine if the hydrogel should reabsorb or continuing with the patient's treatment. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/25/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a hydrogel spacer was misplaced within the patient's prostate. The attending physician opted to monitor the situation to determine if the hydrogel should reabsorb or continuing with the patient's treatment. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/25/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block d4 was corrected based on additional information received on september 3rd, 2024.